Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00592. It was reported that the patient experienced uncomfortable stimulation in the intercostal region due to lead migration. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Ipg was electively replaced. Reportedly, therapy was confirmed post op.